Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, arterial air and arterial pressure alarms occurred that could not be resolved. Tech support was contacted for assistance, however, too much time had elapsed with the blood pump off during the alarm conditions. Rinseback was not performed. Operator reported same problem occurred on previous treatment in 2006, resulting in a total blood loss of 420cc for both treatments. No medical intervention was required.

Manufacturer narrative:
The reported blood loss have been attributed to access needle issues and no rinseback not performed in a timely manner. Facility nurse reported that the caregiver had been experiencing arterial access needle issues, which caused the arterial air and arterial pressure alarms. The cycler alarmed appropriately. There is no evidence of a device malfunction . The user's guide provides adequate instructions for troubleshooting arterial air and pressure alarms and advises to promptly perform rinseback in the event of an unrecoverable alarm. A direct correlation between the nxstage system one and reported blood loss cannot be established. Nxstage medical considers this report closed.